Event description:
A nurse reported that a patient had an intraocular lens (iol) exchanged for a different lens model due to poor near and intermediate vision. In a follow up, the surgeon reported the outcome of the event as "good".

Manufacturer narrative:
The product was not returned for analysis; result from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/19/2009 by fax and mail. A completed questionnaire was received on 01/19/2009. This report was mailed to FDA on: 02/11/2009.